Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery. A 3.00 x 16 synergy drug-eluting stent was advanced but failed to cross the lesion. It was noted that while advancing, the distal part of the stent struts got lifted. The procedure was completed with a different device. No patient complications were reported an the patient's status was good.